Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8352500. Model: sc-8352-50. Serial: (B)(6). Batch: 7070308.

Event description:
It was reported that the patient developed an infection at the ipg site. The physician noticed a yellow pus pouring from the pocket and decided to remove the entire spinal cord stimulator (scs) system. The area of infection was also irrigated. The physician believed that patients infection was procedure related. The patient was referred to infectious disease center to receive intravenous (IV) antibiotics. The explanted ipg and lead were not returned.